Manufacturer narrative:
One device was returned for investigation along with four photos. The photos show damage to the distal end of the device where a tear is visible. A functional test was done on the sample received where it was found that the circuit did not pass and a leakage was detected in the tube due to the tier damage. The reported failure mode was confirmed. The root cause was found to be manufacturing defined as screw and barrel wear on flights which directly affect the internal platination process. To resolve this, the extrusion screw and barrel were replaced. Device history review showed no non-conformities of the reported lot number during the manufacturing process.

Event description:
It was reported that during pre-test, an air leak was found. No patient injury. No additional information available.

Manufacturer narrative:
Date of event, no information has been provided to date. All information not available. Lot number does not match the item number of reported item number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.